Event description:
Healthcare professional reports left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact (a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non-penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Missing shell that is assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(6).

Event description:
Healthcare professional reports left side rupture. The device has been explanted.